Event description:
It was reported that the electronic patient gas system (epgs) oxygen (o2) readings were unstable and the unit could not calibrate. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per a service technician report, the o2 sensor was reaching its end of life and needed to be replaced.

Manufacturer narrative:
Updated blocks: b3, b5 and h6.

Event description:
Additional information was received that the issue was discovered during use of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. There was no delay, no blood loss and the surgical procedure was completed successfully.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) described as unstable epgs calibration for oxygen. This problem occurred during cardiopulmonary bypass. The unit was changed out, with no delay, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return and further information were unsuccessful. No product was returned therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.